Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received an erroneous result for one patient sample tested for creatinine plus ver.2 (creat). The sample initially resulted as 2472.4 umol/l and this value was reported outside of the laboratory. The physician did not believe the result, so a new sample was collected from the patient. The new sample was tested and resulted as 140 umol/l. The original sample was repeated and resulted as 142.2 umol/l. The patient was not adversely affected. The creat reagent lot number and expiration date were asked for, but not provided. The field service engineer checked the system and it was ok. According to the provided data, an instrument or reagent issue can be ruled out since controls were acceptable and the instrument was checked to be ok. A specific root cause could not be determined. Based on the information, the issue is either sample specific or related to an isolated carry over event.